Event description:
It was reported that the device was giving motor rate error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found evidence of a motor rate error. The error was also confirmed during infusion testing. The cause of the issue was found to be motor and the worm gear. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.